Event description:
The pt received the scs sys on (B)(6) 2009. It was reported the pt was in the hosp for a non-related issue and unable to charge the ipg. The ipg is no longer able to be recharged. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.